Manufacturer narrative:
The customer did not supply the patient's weight. The customer telephone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Two samples were sent to the beckman coulter complaint handling unit. The patient samples were analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with access accutni+3 results of 1.27 ng/ml and 1.17 ng/ml. These results confirmed the results obtained by the customer. The access accutni+3 normal reference range is 0.00 - 0.04 ng/ml. Interference testing, using a mix of different blockers, was performed. The blockers used in the interference testing consist of pool 1 (polymak 33, hbr-1) which is composed of animal derived antibodies and ap mutein, a blocker related to alkaline phosphatase. The interference testing using pool 1 of animal derived antibodies and ap mutein blocker significantly reduced the signal responses and access accutni+3 results. Per the accutni+3 instructions for use (IFU) limitations of procedure: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the investigation demonstrated that heterophile interference and interference related to alkaline phosphatase, which are listed in the access accutni+3 limitations of procedure, are the cause of the falsely elevated troponin I results.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range, was discordant with the patient's clinical status, and questioned by the physician. The patient's sample was also analyzed at an alternate facility and device (not provided) for troponin t which produced a discordant low (normal) result. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Due to the initial elevated access accutni+3 results, the patient underwent a catheterization procedure. There was no report of further change in treatment in association with this incident. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.